Event description:
The customer reported that during a cystectomy, the device could not be reopened while applied to pt tissue. It is unk how the device was removed from the tissue. There was no harm to the pt, and the surgeon used a second device in order to complete the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval . Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow up report will be submitted.